Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation and shortness of breath. It was noted that the patient heart rate was too slow. It was also reported that the right ventricular (rv) lead thresholds was variable. The rv lead remains in use. No further patient complications have been reported as a result of this event.